Event description:
The customer reported bellavista 1000 having alarm 388 - "no o2 dosing possible" on 24th december while on a patient. Furthermore, there was no patient harm reported associated with the event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the unit was reproduced in service office until 24th january. It was noticed that the unit circuit type selection was wrong. The problem disappeared after it was performed on e circuit. Vyaire medical requested for unit logfile. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Vyaire medical determined the root cause due to multiple failures noticed. First, the intermittently leaking inspiration valve nt causing alarm 401, 316 and error 3 . Second is the alarms 388 /271 - o2 pressure regulator output pressure overshoot at low flow rates (<1 lpm) at o2 supply pressure between 3.2 and 4 bar. This is a known manufacturing quality issues (restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing / non-linear coil windings / use of too much grease) of the imi pressure regulators. New alarm criterion avoiding triggering of alarm 388 in such low-flow conditions implemented since software v6.0.1600.0. Installed sw is patch 12 and initiated parts replacement to resolve the issue.